Manufacturer narrative:
The technician found the siderail latch plate was bent which prevented the siderail from latching. The technician replaced the left head siderail to repair the bed.

Event description:
Info received indicates the siderail will not latch in the raised position.